Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that all three lumens pulled apart at the base of the wing fitting. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
The international customer reported that the cook tpn triple lumen tpn catheter broke too early. The catheter reportedly lasted for approximately 5 weeks before they broke; specific figures were not provided. Additional information has been requested from the customer, but none has yet been made available. The device is reportedly available for return, but as of the date of this report, no device has yet been received for evaluation. Additional information received identified a new PICC line had to be placed as a result of the event.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that the cook tpn triple lumen tpn catheter broke too early. The catheter reportedly lasted for approximately 5 weeks before they broke; specific figures were not provided. Additional information has been requested from the customer, but none has yet been made available. The device is reportedly available for return, but as of the date of this report, no device has yet been received for evaluation.